Event description:
It was reported that a user experienced low glucose while wearing an ilet system paired with a libre 3+ continuous glucose monitor (cgm), turned the ilet off due to alarms, then powered and reconnected the device; review showed glucose had decreased from a prior elevated value under basal delivery and reached a lowest cgm reading of 58 mg/dl, after which glucose increased to 84 mg/dl and steady following standard carbohydrate guidance. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included an unexpected medical intervention consisting of carbohydrate intake. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.